Manufacturer narrative:
Manufacturer's analysis noted that the device failed an incoming test and system test, testing out-of-specification in an electrical manner. The device is to be scrapped and saved for failure analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.